Event description:
It was reported that during a procedure of a total occlusion with mild tortuosity, moderate calcification, of the mid left anterior descending (lad) artery, the guide wire crossed the occlusion without much difficulty. Next, a 2.0 mm x 20 mm mini trek was advanced to the target lesion. The balloon was inflated one time to 12 atmosphere (atm) when it ruptured. There was no reported adverse patient effect. A voyager nc was used in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned catheter noted blood and contrast visible in the guide wire lumen, in inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis revealed that there was a hole in the balloon located 0.5 mm proximal to the distal marker, confirming the reported rupture. The scanning electron microscopy (sem) analysis confirmed a leak located near a fold and that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. Balloon material ruptures and mechanical damage can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, patient disease state, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous and moderately calcified, which likely contributed to the experienced rupture. The balloon material was likely damaged (scratched) from an interaction with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.